Manufacturer narrative:
(B)(4). The customer report of skin tract deployment was unable to be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. Additional information reported that after pulling back past the measured deployment depth, the physician attempted to push the device back into the vessel. A device history record review was performed, and no relevant findings were identified. The IFU states, "do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device." Based on the customer report and additional information received, the probable cause is unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during a tavr physician pulled manta past the depth location measurement and deployed the footplate in the skin tract. Went up and over and deployed a stent to complete closure. The patient was reported as fine post the procedure."

Event description:
It was reported that: "during a tavr physician pulled manta past the depth location measurement and deployed the footplate in the skin tract. Went up and over and deployed a stent to complete closure. The patient was reported as fine post the procedure.".

Manufacturer narrative:
(B)(4).